Event description:
It is reported that the articular surface would not seat properly.

Manufacturer narrative:
Evaluation summary: as returned, one of the inner dovetail lips is pressed downward, indicating that it did not properly mate with the male dovetail on the tibia plate. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. Evaluation: as returned, the articular surface exhibits dovetail damage that is typical of a failed attempt to install. Damage is also found at the posterior edge on the bottom of the device. Manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification.